Event description:
Boston scientific/target was initially notified that the physician wanted to know if there was a piece of the main coil left on the pusher wire after detachment. On analysis of the gdc 10-2d 2-diameter synerg detection circuit it was determined that this was a reportable event because the main coil had separated from the main coil junction. There were no complications reported with the patient.